Event description:
Customer reportedly obtained results of 103mg/dl and 278mg/dl, and 104mg/dl on the aviva system within 10 minutes. No action was taken based on device results. No adverse event was reported. Requested return of the suspect system and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates:lopressor - 2 years 100 mg/daynorvasc - 1 year 5 mg/daylasix - 2 years 40 mg/day lisinopril - 2 yrs 20 mg/dayplavix - 1yr 75mg/dayprilosec otc - 19mths/1 tabletzocor - 2 mths 80mg/day